Event description:
It was reported that intermittently the monitor on the 9800 system will have a black box appear in the image. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. Monitor, video switching pcb and fluoro function scan converter pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.